Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure performed on (B)(6) 2021, the proximal femoral nail antirotation (pfna) blade was faulty. The blade did not line up properly and there was something wrong at the tip of the blade. New blade was put in successfully with the same instruments. The procedure was successfully completed. No patient consequences reported. Concomitant devices reported: pfna nail (part # unknown, lot # unknown, quantity 1), nail insertion handles (part # unknown, lot # unknown, quantity 1), aiming arm (part # unknown, lot # unknown, quantity 1), connection/coupling screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna blade perf l110 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11: additional concomitant device reported. H3, h4, h6: device history lot: part: 04.027.037s; lot: 71p6051; manufacturing site: bettlach; release to warehouse date: 09 october 2020; expiry date: 01. Sep. 2030. A manufacturing record evaluation was performed for the finished device part: 04.027.037s, lot: 71p6051 , and no non-conformances were identified. Investigation summary: investigation site: cq zuchwil. Selected flows: device interaction/functional; damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the inspection has shown that there are two strong deformations at the forefront of the blade. The deformations have a shape like a cut-in and there is a strong burr at the damages. There are also stress marks at the sleeve of the blade visible. The anodized layer is worn away at the damages, which indicates that they were caused post manufacturing. Functional testing: the involved instruments were not returned for evaluation, therefore it is not possible to replicated the condition during the surgery. The blade itself is functional as required, the device can be locked and unlocked with an impactor, while the blade rotates freely in unlocked condition. Dimensional inspection: there is no indication for a dimensional issue, otherwise it would not have been possible to inserted the blade/impactor assembly into the protection sleeve 356.818 during the procedure. Document/specification review: the pfna surgical technique (036.001.143 dsem/trm/0714/0132 se_822677 aa 09/20) was reviewed and following sections can be pointed out: precaution: always ensure that the pfna is firmly attached to the insertion handle. Precaution: ensure that the sleeve assembly clicks into the aiming arm, otherwise it will not guarantee the exact position of the pfna blade. Note: the sleeve assembly must be in contact with the bone during the entire blade implantation. Do not ­tighten the buttress nut too firmly as this could impair the precision of the insertion handle and sleeve assembly. Investigation conclusion: the complaint is rated as confirmed due to the strong damages at the forefront of the blade. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information the exact cause of this occurrence cannot be defined. It can only be assumed that the blade was not properly aligned with the hole of the nail, because the damages at the forefront were clearly caused by an excessive contact of the blade with the edged small side wall of the blade hole. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.